Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that patient experienced return of symptoms. The patient had been having problems like her pump was not working. The pump was not helping the patient at all lately. The medication for each refill lasted about six months. During the last refill, the medication in pump ran out by a week before it was due. This time, the patient started having problems about a month early. The patient¿s next refill was scheduled on (B)(6) 2012. The patient had an appointment with her doctor on (B)(6) 2012 for a different reason. No alarm from the pump was heard. During refill, the doctor was pulling out very little medication. During the last refill, ¿it was absolutely nothing.¿ the pump was used to deliver unknown drug.